Event description:
It was reported that the pressure guidewire lost its signal as it was being entered into the guide catheter. An alert message "attach wire to connector" was displayed. The user attempted to disconnect and reconnect the wire to the handle, but it did not resolve the issue. It was reported the pressure guidewire was not inserted into the pt. When being removed from the guide catheter, it was noticed that the wire tip was becoming unraveled. It is noticed that the wire tip was becoming unraveled. It is unk if another wire was used to complete the procedure. There was no pt injury and no adverse events reported. The MFR's clinical assessment recommends this case be reported as notification only.

Manufacturer narrative:
(B)(4). The MFR documentation for this device was reviewed and the device met all quality and mfg released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. This case was reviewed by the MFR clinical affairs stating that with limited info on this case, it is best to site the possible rationale behind the unraveled wire tip. The two most likely causes are the wire being passed through a heavily diseased (highly calcified and tortuous) vessel and mis-shaping of the wire's tip, as was referenced by the MFR rep, ¿no one could recall¿ if the tip of the wire had been shaped or not. In this situation, it is important to know this info as the product¿s instructions for use does recommend the tip not be shaped with a sharp edge as this could alter the integrity of the wire¿s tip. It was also reported that the wire was not inserted into the body. If there was no report of the wire failing an initial pre-procedure visual inspection, then the unraveling most likely occurred as a result of mis-shaping the wire¿s tip or from passage through a heavily diseased vessel. The report, however, also mentioned that the device did not enter the pt¿s body. In this instance, because the targeted lesion may not have been reached by the device, the customer documented that the device did not enter the pt¿s body. Specific details regarding this particular case were not available to preclude otherwise. The complaint device was not returned to the MFR so a device eval could not be performed. However, photographs of the complaint device were sent to the MFR showing the unraveled coil, exposing both the core wire and microcables. The reported loss os signal is likely due to the significant damage on the device as shown in the photographs however; the MFR was unable to conclusively determine how the device became unraveled. The MFR¿s clinical assessment recommends this case be reported as notification only.